Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000084878. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient fell causing high impedances, pain at the ipg site and unable to go into MRI. Surgical intervention was undertaken during which the system was explanted and replaced to address the issue. New ipg was placed in a new pocket. Therapy was restored post-surgery. Note: it is unknown which lead is related to this issue.